Event description:
The surgeon wanted to use the coag function on the bovie pencil and it did not work. Bovie was switched from monopolar 2 to monopolar 1 to see if the machine was the problem, but the coag function still did not work. Cut function did work, however. Bovie cautery pencil came in the minor general pack.